Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. The microswitch was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the bag/ventilator switch was not functioning as expected. There was no report of patient involvement.